Manufacturer narrative:
Device evaluation: one device was received. A visual inspection found a worn dso seal. There was no evidence to review in the event history log. During the functional testing, the dso sensor was found to be out of spec and the customer reported issue was confirmed. The cause of the issue was found to be the inoperable dso sensor. The dso sensor, latch lock flex and ground strips were replaced. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that the cassette was not attached properly. The event occurred before infusion. The product fault occurred during bench test. There was no patient involvement and no patient harm/adverse event reported.